Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an episode of atrial fibrillation (af) with rapid ventricular response that was classified as ventricular fibrillation (vf) plus supra ventricular tachycardia (svt) by the implantable cardioverter defibrillator (ICD) and vf therapy was delivered. The patient received an inappropriate shock from their ICD. The device remains in use. No further patient complications have been reported as a result of this event.